Event description:
During surgery for a rotator cuff repair, the tip of the express sew needle broke off (approximately 5mm). The floating piece was identified in the cuff tissue. Surgeon attempted to retrieve floating piece for over 1 hour. Unsuccessful.manufacturer response (as per reporter) for needle, suture, express sew ii.this device was at the facility as a sample of the new product line. Contact about this event has been through the vendor rep. After the fact, the rep reports he knows of other cases where the tip of the needle has broken off in the patient during the procedure.